Event description:
Patient implanted with epoca on (B)(6) 2008. The glenoid was noted as broken and patient was revised on an unknown date. This is the 2nd of 2 reports submitted on this event.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process.